Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least sixteen applications were performed with the balloon catheter 2af284 with lot number 27149 on the data of the event. System notice 50012 ¿the refrigerant delivery path is obstructed¿ was triggered at application one. System notice 50012 is not related to these clinical issues that encountered post cryoablation procedure. The balloon catheter was not returned for investigation and there was no indication of a product malfunction. The reported clinical issues (chf, edema, sob, effusion, bradycardia) could not be confirmed through data analysis or through testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, bradycardia occurred. Additional information received indicated that the patient experienced peripheral edema, increased shortness of breath and chest and generalized discomfort. An intravenous (IV) diuretic was administered, and the patient had an extended hospitalization. Incoming information indicated that the patient had hypotension during the procedure. Additionally, the patient has been complaining of a persistent cough, with a possible diagnosis of congestive heart failure. It was also reported that a trivial pericardial effusion was noted via echocardiogram. No further patient complications have been reported as a result of this event. The patient was part of the (B)(6) study.